Manufacturer narrative:
The device in going to be explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's parents reported that since (B)(6) 2017, the patient has no access to sound with the device. There is no report of accident or trauma and no changes in health. The patient did have an absent seizure the night prior to loosing access to sound. Per new information, patient is going to be bilaterally re-implanted on (B)(6) 2017.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient's parents reported that since (B)(6) 2017, the patient has no access to sound with the device. There is no report of accident or trauma and no changes in health. The patient did have an absent seizure the night prior to loosing access to sound. The patient has been re-implanted on (B)(6) 2017.